Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not know what the cause or contributing factors were because he had not contacted the health care professional yet, but the patient weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient received a new patient programmer (pp) and they could not get the pp to communicate with the implant. Trouble shooting attempts were made and the patient confirmed antenna was secure and synced with the ins but it did not resolve the issue. The patient also unplugged the antenna, placed it directly over the ins, on skin and synced but it did not resolve the issue. It was confirmed that the pp was reporting poor communication with or without the antenna. There were no symptoms or further complications reported or anticipated.